Event description:
Reportedly, the patient has developed pain, visits doctor frequently, as well as constant anguish that things might getworse.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with following pre-op diagnosis: spondylolisthesis l5-s1 with l5 radiculopathy bilaterally the patient underwent the following procedure: laminectomy of l4 to s1; fasciectomy l4-5, l5-s1; discectomy l4-5; l4-5 ¿ s1 pedicle screw fixation with spondylosis reduction set; spondylosis reduction l5-s1; intertransverse fusion l5-s1, posterior lumbar interbody fusion with peek spacers and bone morphogenic protein at l5-s1; placement of epidural catheter. As per operative notes,¿ we held this in place with the appropriate screws and then I distracted and placed a 9mm peek spacer with bone morphogenic protein in this. I countersunk this well on the left and then on the right and this was done with careful nerve root protection. ¿no intra-operative complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.